Event description:
A zimmer biomet team member told the field service engineer on 01 july 2019 that during a visit to drs balossier and carron, dr carron has obtained a rosa registration value higher than normal (even if less than 1). Both of them noticed that there was a gap between the pointer and the sterile interface. According to the fse, this explains the rms value obtained because an offset exists between the pointer position registered by the robot and its actual position. According to him, and in order to improve the fit between the pointer and the sterile interface and to find the registration values as usual, it must tighten the small screw located at the back of the pointer:

Manufacturer narrative:
Corrected data: - b4 date of this report. - g4 date received by manufacturer. - g5 PMA/510(k) number. - h2 if follow-up, what type. - h3 device evaluated by manufacturer. - h6 event problem and evaluation codes. - h10 additional narratives/data. On the initial medwatch an incorrect notification date was given. The notification date is 01-jul-2019. Multiple attempts were made to confirm the issue with the site hcps. The potential issue with a protruding screw could not be confirmed and there's no track of a correction/repair made to the pointer probe. An accuracy check was performed using the pointer probe on 11-jul-2019 following the reported event. The test was pass and confirmed that the product was conforming. Therefore, the product return for investigation purpose is not deemed necessary. The potential root cause could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted

Event description:
A zimmer biomet team member told the field service engineer on (B)(6) 2019 that during a visit to drs (B)(6), dr (B)(6) has obtained a rosa registration value higher than normal (even if less than 1). Both of them noticed that there was a gap between the pointer and the sterile interface. According to the fse, this explains the rms value obtained because an offset exists between the pointer position registered by the robot and its actual position. According to him, and in order to improve the fit between the pointer and the sterile interface and to find the registration values as usual, it must tighten the small screw located at the back of the pointer: